Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of capture and low sensing were observed on the right ventricular (rv) lead. A lead dislodgement was suspected to be the cause of the event. The device was reprogrammed and a lead revision is anticipated to resolve the event. The patient was in stable condition and will continue to be monitored.